Manufacturer narrative:
This report has been identified as event 3 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Visual examination showed the open tray and needle were severely bent. It should be noted that the bend in the tray corresponds with the bend in the needle. Based on the photo evaluation, it was determined that this defect is not the result of any manufacturing or packaging process. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided. Based on the data from our evaluation, no specific conclusions can be made regarding the cause of the reported event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: it was reported that the needle broke. No injury reported.